Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a non bd product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been cooling for over 12 hours in an arctic sun device. Patient temperature (pt) was registering off and showing temperature extremely high. Device alarmed 08 (patient temperature 1 high) and therapy stopped. Patient did not feel warm at all though and they did not believe temperature was accurate. They evaluated probe and placed new esophageal probe. New probe showing patient temperature (pt) was 33.8c, targeted temperature (tt) was 33.5c water temperature (wt) was 33c. Advised it to sound like probe was the issue. Noted when this type of scenario arises to use a secondary temperature source to verify patient temperature (pt). If notice any additional odd temperature occurrences, evaluate the temperature in cable connection and consider replacing. Water flow rate (wfr) was 1.4 l/m. If temperature variances or alarms or alerts return could assist with troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been cooling for over 12 hours in an arctic sun device. Patient temperature (pt) was registering off and showing temperature extremely high. Device alarmed 08 (patient temperature 1 high) and therapy stopped. Patient did not feel warm at all though and they did not believe temperature was accurate. They evaluated probe and placed new esophageal probe. New probe showing patient temperature (pt) was 33.8c, targeted temperature (tt) was 33.5c water temperature (wt) was 33c. Advised it to sound like probe was the issue. Noted when this type of scenario arises to use a secondary temperature source to verify patient temperature (pt). If notice any additional odd temperature occurrences, evaluate the temperature in cable connection and consider replacing. Water flow rate (wfr) was 1.4 l/m. If temperature variances or alarms or alerts return could assist with troubleshooting.